Event description:
It was reported that while the patient was in the office for a routine device check, and during an attempt to demonstrate the device tones for the patient, no tones could be heard. The device was noted to be in a wireless telemetry session at the time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 lead, implanted: (B)(6) 2006; 5076-45 lead, implanted: (B)(6) 2006. (B)(4).